Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Nurse educator in the ed was notified of an issue with the product while she was not there. She told the nurses to pull the whole lot from the floor. Customer response received on (B)(6) 2025. The issue that was noted was that there was fluid leaking from somewhere in the hub assembly of the catheter. Myself and another nurse attempted to see if it was leakage from the insertion site itself, but with gentle manipulation of the hub assembly, we saw fluid leak out from the bottom of the butterfly part of the hub. It was almost like some sort of adhesive or sealant internally was not working properly.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383536 and lot number 5239506. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.